Event description:
The pt with this endograft exhibited bilateral limb occlusion resulting in an additional intervention to resolve the issue. The pt was converted to an axillofemoral, femoral-femoral bypass graft. To date, no further adverse pt effects were reported.

Manufacturer narrative:
This device has not been returned and boston scientific cannot confirm the clinical observation. No additional info is available at this time. If additional info becomes available, this event will be updated.